Manufacturer narrative:
The device associated with this unit was requested back for eval, but it has not yet been rec'd.

Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.